Manufacturer narrative:
(B)(4) catalogue # 1650de. (B)(4). (B)(4) catalogue # 1650de. (B)(4). (B)(4) catalogue # 1650de. (B)(4). (B)(4) catalogue # 1650de. (B)(4). Six batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events involving (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. In addition, spurious values for the saw filter were logged for (B)(4). Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events and spurious saw values were most likely caused by a communication error between the controller and batteries. Log file analysis did not reveal any high priority alarms. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate these types of issues. This is one of three reports (3007042319-2015-02836, 3007042319-2015-02837 and 3007042319-2015-02838) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The following devices have not been returned to the manufacturer. If returned, these devices will be analyzed and reported as required. It is currently unknown which of these batteries were involved in the event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02836, 3007042319-2015-02837 and 3007042319-2015-02838) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient experienced battery switching with a high priority alarm. The controller and batteries were exchanged with no reported effect on the patient. Investigation is ongoing.